Event description:
It was reported that the customer had a bad sensor alert. Customer also received two calibration errors prior. Customer noticed there was a variance between sensor glucose and blood glucose levels. It was explained that the variance can be caused by the calibration errors. Customer stated they had a bent sensor and was assisted with instructions for the proper insertion technique. Replacement sensors will be sent. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed with accurate readings.